Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 1. Hi (greater than 600 mg/dl) (advantage) and 229 mg/dl (nurse's meter) 2. Hi (greater than 600 mg/dl) (advantage) and 235 mg/dl (nurse's meter) sets of readings were taken on the same day, at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.